Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 a school nurse contacted beta bionics after noticing that the user had accidentally delivered four consecutive meal announcements on the ilet device within one hour while at school. The user's blood glucose (bg) reached a low of 61 mg/dl. The nurse administered 15 grams of carbohydrates every 15 minutes per protocol and the user¿s bg stabilized. Bg was 73 mg/dl at the time of the call, trending sideways. The agent recommended enabling the limited access feature on the ilet to prevent repeated meal announcements by mistake. The nurse acknowledged the recommendation and stated they may call back for assistance with activation. No external assistance or medical intervention occurred.